Event description:
Add'l info rec'd from MFR 02/18/04: on 12/01/2003, MFR reps visited the hospital. The air leak was confirmed and was coming from the lvad between the polysulfone housing and metal ring in the location between six and eight o'clock. The following recommendations were given by the MFR and implemented by the hospital: 1. Bobe wax was placed between the sulfone housing and the metal ring in the location described above. 2. Silicone rubber strap was wrapped around the complete sulfone housing and the metal ring. This sealed the air leak. 3. The complete vad was wrapped with 1/2 inch cloth tape. First horizontal then vertically to completely support the vad. A flash can still be obtained. The pt remains ongoing on lvad support while awaiting a heart transplant. No further info is available at this time.

Event description:
External air leak noted left pump from factory sealed housing.